Event description:
Smartez pump (100 ml volume; 200 ml/hr rate) se0200-100, lot #s7l44, filled with ceftriaxone 2 grams in 0.9% sodium chloride 100 ml did not infuse and complete in 30 mins. Pt has been connected to the dose for over an hour and a half, and dose partly infused. Upon disconnection, pt reports slow occasional drips from the smartez tubing tip. No kinks in line and clamp open. IV line flushed okay. On-call rn instructed pt to resume medication at next dose time, as it could not be determined how much medication she received.